Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged the battery compartment cap was unable to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 22-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-mar-2018 with the following findings: during investigation, the battery compartment was found to be cracked starting at the threads to the left side of the grip pad and from the case seal traveling to the grip pad. The threads of the returned battery cap were found to be stripped. The returned battery cap was unable to properly secure to the returned pump or a test pump. The threads of the battery compartment were observed to be stripped. A test battery cap was also unable to properly secure to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.